Event description:
It was reported that a device issue and patient complications occurred the 70-80% stenosed target lesion was located in the non-tortuous and non-calcified coronary artery. A 2.50 x 24 mm synergy xd drug-eluting stent (des) was advanced easily into the vessel using a copilot. A slight bend was noticed but it was nothing out of the ordinary. Although approximately three inflations were attempted to reach nominal pressure, the dial remained at zero and the balloon did not inflate. The device was removed in one piece without difficulty. After the device was removed, the patient started having st elevations, ventricular tachycardia and lost pulse. Cardiopulmonary resuscitation (CPR) was performed, the patient was shocked; resuscitation was performed for approximately 10 minutes total. The patient recovered and the procedure was completed successfully using an alternate device. The 2.50 x 24mm synergy was inspected and noted to be cracked in half down the middle, about 1 foot from the distal tip.